Event description:
Potential out of box failure. Device was reported to fail upon initial clinical use. Olympus customer representative (rep.) Reported that the tfl-fbx150bs laser fiber caught fire at the connector assembly during a procedure. The rep. Stated that the case (therapeutic procedure) was completed using a different laser fiber with the same soltive laser to complete the procedure. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.